Event description:
A hospital in another country reported to our distributor that the ventilator (babylog drager) could not maintain pressure with the rt 225 infant bias flow breathing circuit attached. It was reported that there was a leak in the pressure line. No pt consequence was reported.

Manufacturer narrative:
Method: the device was not returned to the MFR. An investigation was conducted based on the event info provided by a staff rep following a visit to the site. Result: when the rep visited the hospital, they identified the pressure line was being connected to the wrong port. Conclusion: there are three ports on the y piece of the breathing circuit specific for a pressure line connection, a probe connection, and for a measured dose inhaler. Each of these three ports is sized differently for each specific port connection. Poor connection will cause gas leakage. In this case, the user connected the pressure line to the incorrect port. A rep from the area conducted training with the users on correct connection of the breathing circuit.